Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had no fluid flow during use. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint not confirmed, device ran during evaluation for a length of time with normal pressure readings, inspection flow rates and no error messages. Physical damage was found to the top cover, bottom cover, bezel, and lcd touch screen. There is also 1 missing molex cap and four missing bumpers. See vendor evaluation.